Manufacturer narrative:
(B)(6). On 7/11/2017 a medtronic representative went to site to test the equipment. Restoring the database of the system to a previous date resolved the issue. A system checkout was performed and system passed all tests. System is functioning normally. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for evaluation

Event description:
When testing the imaging system, mobile view station (mvs) displayed a "error has occurred that has damaged system's integrity" message and asked to reboot the system. Representative rebooted the system with unplugging the umbilical cable but the issue was not resolved. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.